Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It was indicated the devices have been sent for analysis. Review of provided patient x-rays shows evidence of lucency within zone vii at the cement bone interface on the left side with appearances thought to represent evidence of loosening. Changes consistent with stress shielding are also noted in the greater trochanter on this side. A search of the complaints databases finds two other reports against the 2425485 lot code. Investigation has found the two reports are for the same patient and for the same device. A review of the DHR (device history record) for product number 121887460 lot number 2424585 found no anomalies. A search of the complaints databases finds no other reports against the remainder of the provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: some lucency around proximal stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.